Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked and the customer requested a replacement belt clip, with agent verification of information and shipment of a replacement pump; blood glucose was reportedly not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention. Investigation included review of customer communication and logistics of replacement. Investigation of this case revealed physical damage to the display consistent with a cracked screen while the pump otherwise functioned, and the device was replaced with return requested. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or use.